Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported endoleak, rupture, and secondary endovascular procedure due to a lack of relevant medical imaging. Procedure-related harms and the device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was reported to be doing well. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. H6 result code ¿ remove 3233. Conclusion code ¿ remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented emergently with a ruptured aorta and a possible type iiia or iiib endoleak (leak at an indeterminate origin). The physician elected to treat the patient by unknown means on (B)(6) 2019. The patient is reportedly doing well and the endoleak was confirmed resolved. As of date, there have been no additional patient sequelae reported.